Event description:
The device was used during a low anterior resection. Reportedly, the instrument was difficult to open. The surgeon was able to remove the device and complete the procedure without any patient injury.